Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump has cosmetic damage. The customer¿s blood glucose level was 120mg/dl at the time of incident. The customer's pump will be returned.